Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and the piston on the pump retracts unexpectedly. Additionally, it was reported that the pump shut off unexpectedly. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully.